Event description:
During placement of a cook peg 24 percutaneous endoscopic gastrostomy set- push in an obese patient, the tube seemed to because caught. When the user attempted to pull harder, the tube broke where the soft tubing meets the firm tubing. The user then tried to retrieve the tubing through the mouth. Then the exiting portion broke off and became embedded in the patient¿s stomach. The patient was sent to the operating room to retrieve the piece of the tube. A section of the device did not remain inside the patient¿s body. The patient is in stable condition.

Manufacturer narrative:
Investigation eval: an eval was conducted on the info and photographs provided. The report of difficulty pulling through the incision resulting in the feeding tube breaking was confirmed. The feeding tube has broken in two placed resulting in a section of the device completely detaching. The detached section from the photographs provided is approx. 6-7cm. It is evident from the photographs provided that the joints connecting the dilator tip to the feeding tube and the bump tubing are intact and were not associated with the breakages. Therefore, based on the info provided it can be concluded that the device breakages occurred on the 24fr tubing and on the bump tubing. After review of the incident filed along with the photographs it is reasonable to suggest, during placement of the device difficulty was encountered with excessive traction applied while pulling the tube through the incision resulting in the first breakage of the bump tubing. It is also reasonable to suggest that during the removal of the feeding tube through the patient¿s mouth difficulty was encountered, thus resulting in the second breakage. The condition of the device suggest that all anatomical structures may not have been identified prior to placement. The device history record for the lot number associated with finished product was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. An eval was conducted on the info and photographs provided and the report of difficulty pulling through the incision resulting in the feeding tube breaking was confirmed. It is reasonable to suggest that the root cause of the reported incident may be related to excessive traction incurred during placement in conjunction with the patient anatomy. The instructions for use includes the following: warning: excessive traction on the gastric feeding tube may cause premature removal, fatigue or failure of the device. Potential complications: placement or inability to place. Precautions: the benefit of a peg tube to patient must be weighed against the risks associated with any indwelling gastrostomy feeding tube. A thorough understanding of the technical principles, clinical applications and risks associated with placement and/or removal of a peg tube is necessary before using the device. Placement of the peg tube should only be performed by, or under supervision of, physicians thoroughly trained in the procedure. During placement and use, care must be taken to avoid cutting, crimping, or ¿damaging components.¿ when placing a peg tube in obese patients, all anatomical structures must be identified prior to placement. If the product package is opened or damaged when received, do not use this device. Visually inspect with particular attention to kinks and breaks in the feeding tube assembly. Potential complications associated with placement and use: improper placement or inability to place tube dislodgement or migration. Instructions for use: list specific procedure for correct tube placement, including but not limited to: using the enclosed scalpel, make a 1cm long incision through the skin, subcutaneous tissue. Caution: a smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia. Bring the internal bumper in contact with the abdominal wall, carefully avoiding excess tension. Prior to distribution, all enteral feeding products are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.